Event description:
A report was received that the trial patient underwent an explant procedure due to an infection. The symptoms of the infection were red skin on the surface and pus when the skin was opened. The physician suspects it was due to the externalized splitters and not related to the device. The patient was given antibiotics and the symptoms resolved.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-3400-30, serial #: (B)(4), description: infinion splitter 2x8 kit 30cm; model #: sc-2316-50, serial #: (B)(4); description: infinion 1x16 perc lead kit 50cm; model #: sc-46316, lot #: 17633070, description: next generation anchor kit-sterile.